Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations are planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. The customer obtained 'lo' (readings less than 40 mg/dl) message throughout the day, and was treated with glucagon and fruit juice by wife upon receiving each 'lo'. Around 11:30 pm, the customer's wife called for emergency services who obtained healthcare meter readings of 220 mg/dl and 236 mg/dl as compared to sensor readings of 'lo'. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. Emergency services reportedly did not provide any treatment to the customer. Approximately 30 minutes later, the customer's wife administered 5 ui novolog insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.